Event description:
A pt presented with a highly calcified distal sfa/popliteal stenosis. A 7fr 45cm terumo destination sheath was used to gain femoral access and placed over the iliac arch. An abbott nav 6 7.5f filter wire was placed. A csi diamondback predator 2.0mm crown over a viperwire guidewire was inserted into the vessel. Prior to initiation of the atherectomy procedure, a contrast injection showed no runoff distal to the diamondback burr. It was assumed that something had embolized. The physician removed the diamondback and filter wire and attempted aspiration with a pronto 5f extraction catheter, which was unsuccessful. He then decided to use a 2.0 x 50mm clearway rx to deliver an integrilin bolus. The clearway was prepped, inserted into the sheath, and advanced to the infusion site uneventfully. The bolus of drug was successfully delivered through the balloon and a saline flush was done. The physician pulled negative pressure to deflate the balloon and could see redness in the fluid, signaling flow back through the device. He then encountered resistance when attempting to withdraw the device from the pt. An add'l saline flush and deflation was attempted, but there was still resistance felt withdrawing the device. The catheter was forcibly pulled to dislodge and retract it into the sheath during which time the catheter broke at the rx junction. The sheath, clearway catheter, and wire were all removed. The clearway balloon was found fully inside the sheath tip which had to be cut down to extract the balloon. The balloon was broken in the proximal cone region and was scrunched up.

Manufacturer narrative:
Upon inspection of the returned device, it was noted the balloon was torn. Testing the returned product for infusion, deflation, or withdrawal was not possible because of the condition of the sample. Upon inspection of the returned sample, both adhesive bonds on the proximal and distal balloon necks were intact and unbroken. It is highly unlikely that the balloon tear occurred during infusion. The clearway device is a porous balloon, it is not susceptible to burst failures similar to a typical non-porous pta balloon. The balloon tear could have occurred during the forcible withdrawal of the device from the vessel or in the pulling motion as the balloon was withdrawn into the sheath. The catheter breakage likely occurred during the forcible pulling motion as a result of the balloon being stuck inside the sheath tip. This would have placed a high tensile force on the catheter material, potentially high enough to break it at the rx junction. The DHR and quality release testing for lot# 1058291421 was reviewed for discrepancies. No issues were noted. The lot passed all required quality control testing and no deviations were noted in the DHR documentation for manufacture of this lot.